Event description:
Brush broke off in his mouth [device breakage]. No adverse event [no adverse event]. Case description: a wife reported that while her husband was using an oral-b rechargeable toothbrush, version unknown, the oral-b flexisoft brushhead broke off in his mouth. No symptoms developed.

Manufacturer narrative:
18-jun-2015 product investigation results: reporter returned oral-b flexi-soft brushhead. Toothbrush head confirmed to be counterfeit.

Event description:
Brush broke off in his mouth [device breakage]. No adverse event [no adverse event]. Product found to be counterfeit [product counterfeit]. Case description: a wife reported that while her husband was using an oral-b rechargeable toothbrush, version unknown, the oral-b flexisoft brushhead broke off in his mouth. No symptoms developed. 18-jun-2015 product investigation: toothbrush head confirmed to be counterfeit.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.